Event description:
Patient received more patient-controlled analgesia (pca) medication than ordered due to a disengaged safety feature in the pca pump. Equipment when initially obtained did not have ability to hard lock level 2 security. Hospital not notified of upgrade prior to incident specific to hard lock of security level. All dignity facilities notified by risk manager.